Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results, all results mg/dl: 458 (12:39 pm), 302 (12:40 pm), 170 (12:41 pm), 234 (12:43 pm), 175 (12:44 pm), 155 (12:45 pm), 194 (12:46 pm), 296 (12:48 pm). No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.